Event description:
A cartridge alarm, specifically cartridge alarm 20, was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Corrective actions included replacing the pump and sending out replacements for the insulin filtration system (ifs) and cartridges used during troubleshooting. The customer utilized a multiple daily injection (mdi) as backup therapy and was advised of steps to take upon receiving the replacement pump. The faulty pump was to be returned to tandem as per instructions provided.